Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had hip replacement approximately 10 years ago. Patient reported a thud in her right hip when climbing the stairs. She subsequently felt her hip lock up. She went to the ER. Upon xray and arthrogram the doctor suspected a fractured ceramic head. She was scheduled for a revision. It was determined that the head was intact and that the ceramic liner had fractured. The liner was removed and replaced. All ceramic pieces were removed and the joint copiously irrigated. All other components were well positioned and well fixed. The procedure was completed successfully.